Manufacturer narrative:
Product analysis: analysis was able to confirm the reported issue, the programmer booted up to an error message. Analysis also noted that the touchscreen was not working, the pointer was not moving on the display screen, the hinges were worn, and the hasp latches were broken. The programmer was scrapped due to a lack of parts required to repair the touchscreen. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not start-up properly and displayed an error message. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.